Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator was changed out due to low po2's. They noted this issue when the pt was warmed. While the pt was cold there were no reported issues. The product was changed out. There was approx 100ml of blood loss. The surgery was completed successfully. Although no injury was reported by the customer, terumo cardiovascular systems views the amount of blood loss to be an injury.

Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).